Manufacturer narrative:
Based on information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "bigs" protocol started in retort b at 14:37pm on (B)(6) 2015, which completed successfully at 23:26pm on (B)(6) 2015. This protocol comprised 88 cassettes based on information entered by the user into the instrument software. Investigation of this complaint confirmed that the instrument operated within specification during execution of the "bigs" protocol started in retort b at 14:37pm on (B)(6) 2015. Based on the information provided by the complainant, the root cause of the sub-optimal tissue processing reported was a use error, which occurred at completion of the "bigs" protocol. Specifically, the user failed to follow the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "remove all tissue from the retort before running a clean protocol as the dry step will damage the tissue." On (B)(6) 2015, the complainant indicated that the cassettes processed from a completed protocol were not removed from the retort before the cleaning protocol was started.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of approximately 20 out of 88 samples in retort b. The complainant described the affected tissue samples as "dry." On (B)(6) 2015, a leica field support (fss) provided telephone support to the laboratory in order to investigate the circumstances involved in this complaint and to provide applications support. The fss was advised by a laboratory staff member that the affected tissue samples had been "accidently run through the cleaning cycle." The fss was advised that the affected tissue samples had been "rehydrated and re-processed by hand"; and that all tissue samples were diagnosable. The fss attended the laboratory on (B)(6) 2015 and was advised that the instrument had been returned to clinical use.